Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, x-ray imaging revealed that the left ventricular (lv) lead had become dislodged. Lead repositioning was attempted but was unsuccessful. The lv lead was capped to resolve the event. The patient was in stable condition.